Manufacturer narrative:
Additional information added to b5, and b7 b5: upon follow up, it was reported that the patient never had peritonitis. The patient was hospitalized due to catheter migration and has recovered. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment were not reported. The patient was hospitalized for the event. At the time of this report, the patient was recovering from the event. Action taken with pd therapy was not reported. No additional information is available.